Event description:
The facility reported an infusion pump with failure code 800:320. Upon testing in service, the failure code was found to be failure code 500:320. It is not known if the failure occurred while infusing on a pt.